Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the syringe module failed to alarm for occlusion. The patient had become hypotensive and after increasing the rate of norepinephrine infusion, the patients blood pressure remain unchanged. The line was traced from site to source and the clinician writer found the central line clamp closed at 0300 to source check. The bedside clinician had started the norepinephrine infusion between 0100 and 0200. It was found that the syringe modules running norepinephrine and normal saline behind the inotrope did not alarm for occlusion. All of the stop cocks were open on the line. There was a patient involvement and harm.

Manufacturer narrative:
Omit : a26 - insufficient information (3190), c20 - no findings available, d15 - cause not established. Correction : imdrf annex a, c and d codes. Additional information : imdrf annex b code.

Event description:
It was reported that the syringe module failed to alarm for occlusion. The patient had become hypotensive and after increasing the rate of norepinephrine infusion, the patients blood pressure remain unchanged. The line was traced from site to source and the clinician writer found the central line clamp closed at 0300 to source check. The bedside clinician had started the norepinephrine infusion between 0100 and 0200. It was found that the syringe modules running norepinephrine and normal saline behind the inotrope did not alarm for occlusion. All of the stop cocks were open on the line. There was a patient involvement and harm.

Manufacturer narrative:
Correction: describe event of problem field was updated for clarity.

Event description:
It was reported that the syringe module failed to alarm for occlusion. The patient had become hypotensive and after increasing the rate of norepinephrine infusion, the patient¿s blood pressure remained unchanged. The line was traced from site to source and the clinician found the central line clamp closed at 0300 to source check. The bedside clinician had started the norepinephrine infusion between 0100 and 0200. It was found that the syringe modules running norepinephrine and normal saline behind the inotrope did not alarm for occlusion. All the stopcocks were reportedly open on the line.